Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could not be unlocked and the screen had a crack on the bottom left, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included continued use of the ilet for basal and corrective therapy with instructions to administer manual injections for meals and to temporarily disconnect the ilet to avoid overlapping insulin. Investigation included remote troubleshooting and user education regarding continued therapy, device replacement process, data sync, device shutdown, and return logistics. Investigation of this case revealed damage to the display with resultant inability to unlock, consistent with a hardware screen break. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device.